Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the hydrogel remains stuck to the plastic when the user tries to peel off the electrode for use.

Manufacturer narrative:
One sample was received from the customer for evaluation. The electrode pads had the carrier liner attached to the pads. Upon visual inspection of the electrode pad set no gel delamination was observed. The carrier liner was removed from each electrode pad and no gel delamination was observed during/after the process (gel remained on the conductive substrate as intended). A root cause could not be determined as the reported issue was not confirmed. The device history record (DHR) for the production lot number was reviewed for any problems and disparities. A DHR review provides information that could reveal any unusual circumstances that may have led to the issues at hand. All process parameters, product, raw materials, and sub-assembly components met the required acceptance criteria to completely satisfy the manufacturing requirements per the product specification. No adverse conditions, special circumstances, or events were documented that may have led to the gel delamination. Based upon the investigative details and the root cause evaluation, no further corrective or preventative actions are deemed necessary at this time. This complaint will be used for qa tracking and trending purposes.